Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-56 serial #: (B)(4) description: avista MRI perc lead kit,56 cm additional information was received that the patient underwent a revision procedure wherein the leads were replaced per physicians preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing pain at the incision and pocket site. It was also noted that the patient was not able lean back in a chair or lay down with stimulation because it causes upper back muscle tightness and pain along the spine. A fluoroscopy revealed that the left lead migrated down almost two vertebral bodies. Right lead appeared to have shifted down about half vertebral body. Both leads seem to have shifted to left of midline. The patient was prescribed lorzone for muscle tightness treatment. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing pain at the incision and pocket site. It was also noted that the patient was not able lean back in a chair or lay down with stimulation because it causes upper back muscle tightness and pain along the spine. A fluoroscopy revealed that the left lead migrated down almost two vertebral bodies. Right lead appeared to have shifted down about half vertebral body. Both leads seem to have shifted to left of midline. The patient was prescribed lorzone for muscle tightness treatment. The patient will undergo a revision procedure.